Manufacturer narrative:
It was reported particulate found in the sterile seal of the 50ml syringe. Our quality team has completed a device history record review for material number 309653 and lot number 5135130. The review did not identify any abnormalities during the production process that could have contributed to the defect, and all quality tests were within specification. Due to the unavailability of a sample for return, a comprehensive sample investigation could not be conducted. Consequently, the exact cause of this incident remains undetermined. At this time, no further action is deemed necessary. Complaints related to this device and the reported condition will continue to be monitored and analyzed for emerging trends by our quality team.

Event description:
It was reported that the bd syringe 50ml ll tip 1ml had foreign matter. The following information was provided by the initial reporter: material #309653. Lot #5135130. Verbatim: particulate found in the sterile seal of the bd 50ml luer-lok tip syringe ref 309653.